Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject pacemaker was implanted on (B)(6) 2018 with a ventricular lead positioned on the apex to a (B)(6) patient, pacemaker dependant due to 2nd grade mobitz atrio-ventricular block. Regular electrical performances were observed at implantation : r-wave 16.8 mv, impedance 914 ohm and pacing threshold 0.5 v at 0.5 ms. On (B)(6) 2018, the patient suffered a syncope and a capture failure was observed, with variable thresholds higher than 1.5 v at 1 ms. Impedances were also unstable. The lead seemed to be in the original position. Finally the lead was explanted and replaced with a non sorin lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject pacemaker was implanted on (B)(6) 2018 with a ventricular lead positioned on the apex to a (B)(6) patient, pacemaker dependant due to 2nd grade mobitz atrio-ventricular block. Regular electrical performances were observed at implantation : r-wave 16.8 mv, impedance 914 ohm and pacing threshold 0.5 v at 0.5 ms. On (B)(6) 2018, the patient suffered a syncope and a capture failure was observed, with variable thresholds higher than 1.5 v at 1 ms. Impedances were also unstable. The lead seemed to be in the original position. Finally the lead was explanted and replaced with a non sorin lead.